Event description:
It was reported that the device shows problems with the optical system. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the optical examination revealed impact marks on the shaft and at the distal end. The solder joint has been chemically corroded and partially dissolved. Residues or a coating can be seen on the distal cover glass. The customer's statement regarding "poor vision" can be confirmed. An unknown coating/residue can be seen on the distal cover glass, which can be wiped off with an alcohol solution. The coating negatively affects the imaging and causes the image to appear cloudy in places. Various mechanical damage in the form of scratches or impact marks can be seen on the distal end and on the shaft. The distal solder joint has been chemically attacked and is partially dissolved. In the rod lens system itself, abrasion/foreign particles can be detected when focusing through the individual segments. The cloudy/blurred imaging is due to the coating on the distal cover glass. The defects/damage found are not due to a manufacturing/production error but may have been caused during clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).